Event description:
It was reported that during a lap gastric bypass the handswitch buttons worked intermittently. The instrument was replaced and intermittent hand activation occurred again. The instrument was replaced again and used with a second hand piece and the case was completed without pt consequence.

Manufacturer narrative:
Date sent: 02/19/2008. Info anticipated, but unavailable at this time.